Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Investigation: the investigation was carried out visually and microscopically. We made a visual inspection of the instrument. Here we found a broken off blue ceramic part and a cracked blue ceramic. We also detected a broken off grey ceramic. We discovered unknown deposits. Additionally we found misaligned jaw parts and a cracked soldering seam was detected. Furthermore a broken off area was also discovered and a cracked grey ceramic. Furthermore we made an optical inspection of the broken off ceramic fragments. Here we detected unknown deposits. We also made a visual inspection of the blue fragment. We cannot exact determine the fragment but we can exclude a ceramic part. Batch history review: the device quality and manufacturing history records have been checked for the lot number (62128140), and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a production error and a material defect can be excluded. Investigations lead to the assumption that the ceramic breakages and the misaligned jaw parts were caused by an improper handling due to a mechanical overload situation. There is the possibly of torsion or high leverage with the instrument. Furthermore, according to the IFU the follow cautions must be observed: excerpt from IFU: damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: apply caution when operating the product, do not apply excessive force, protect the working tip against knocks and impacts, use the pin protector when the product is not in use. No CAPA needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported the ceramic was cracked intraoperatively. The reporter indicated during an endoscopic surgery procedure the working end of the product that was made of ceramic was cracked. There was no delay in surgery. The physician determined that no fragment remained in the patient. No information was provided if the physician confirmed with an x-ray. No additional information has been provided. Additional information has been requested, however, not yet received.